Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink¿ plus was selected to treat the lesion. During procedure, the burr was being advanced through the lesion and jumped forward causing vessel dissection, the physician used a promus premier stent to cover the dissection. The procedure was completed with a different device. There were no further patient complications reported and the patient's status was good.